Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they went to the national pain institute regarding their issues with stimulation and the ins not holding a charge, and they said they would have to contact the manufacturer. They stated that they had not heard or seen anyone to this day ((B)(6) 2018). They patient stated they called the manufacturer originally on (B)(6) 2018 at 8:45. It was reported that no steps were taken to resolve the issues with stimulation and the ins not holding a charge. The patient stated that these issues have not been resolved. They stated that on (B)(6) someone from the manufacturer should be at the pain institute, so they would see. The patient weight at the time of the event was not reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins battery needs to be checked out because the ins battery is not holding a charge. The patient reported the representative tried to ¿fix the 600 and the 300¿ and reported he was trying to get the stimulation sensation to her back but kept putting the stimulation sensation in her legs and she does not need stimulation there. The patient was redirected to their healthcare provider. Additional information was received from the manufacturer representative on 2018-02-06. It was reported reprogramming had been done and the patient noted that they could not want the stimulation any higher than it was set because it doesn¿t give the desired coverage. No further complications were reported/anticipated.